Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during the procedure. An angiojet spiroflex was selected for a thrombectomy procedure in an unspecified lesion/vessel. The catheter was successfully primed. The device was inserted into the patient; however, after a few minutes a check saline supply error message displayed. A leak was also noted in the drawer assembly drip tray. The procedure was completed with a different device. There were no patient complications reported.